Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional data and changed data: g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: the device was broken shell, red particles material was found on the shell/gel, creases, dark ring and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, broken/opening striated, nick striated and wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. A striated edge in the side posterior broken due to surgical damage. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.